Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the feeding sets are detaching during testing. The customer stated that the dietitians used fresubin 3.2kal (to demonstrate thick medication). While administering the fresubin 3.2kal the first 5ml went through okay until the medication entered a fine bore 8fr ng tube. It took a lot pressure to push the syringe to administrate the medication into the ng tube. By placing extra pressure on the syringe, it caused the feeding set to leak. During the last test they manually kinked the feeding set line near the medication port at the pump side and pushed on the syringe. It took two thumbs to push the medication through the medication port. The medication was going through extremely slow however once they released the kink from the feeding set line, the line instantly leaked.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. From the issue reported, the set was used to demonstrate thick medication. The complaint report indicates that no samples are available in connection with this complaint report. The manufacturing site received further information in relation to the complaint. Healthcare 21 secured a new tender for the irish market for enteral feed nutritional sets. An extensive training and education package has been developed by healthcare 21 for all new customers. During this initial training mercy hospital cork experienced some issues while administrating medication through the medication port on the set causing the peristaltic pump section to disconnect. The manufacturing site engaged with healthcare 21 and completed a site visit to the hospital to gain more information and to meet with the clinicians. The reported issue occurs when administrating viscous medication through the medication port on the y- connector part of the enteral feed set. On some occasions as required they will also use this port to administer a bolus top up feed to give added nutrition. If they meet excess resistance when administering medication via a syringe due to an occlusion further downstream, this can cause backup pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion the safety feature was activated and the pressure was diverted away from the patient back up to the peristaltic pump section. As a result of this new information and the visit from the team the root cause for the issue was determined to be user error. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Corrected investigation summary with update below: the manufacturing site has engaged with the distributor and completed a site visit to the hospital to gain more information and to meet with the clinicians. The manufacturing site has received additional information in relation to this complaint. An extensive training and education package have been developed by the distributor and during this initial training, the hospital has experienced some issues while administrating medication through the medication port on the set causing the peristaltic pump section to disconnect. The issue occurs when administrating viscous medication through the medication port on the y- connector part of the enteral feed set. On some occasions as required they will also use this port to administer a bolus top up feed to give added nutrition. If they meet excess resistance when administering medication via a syringe due to an occlusion further downstream, this can cause backup pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion the safety feature was activated, and the pressure was diverted away from the patient back up to the peristaltic pump section. This issue occurred during the initial stages of integrating the devices into the hospital. User set was different from the incumbent device, issue was not caused by device failure, but interaction between the user and the device. We have reviewed our risk documentation and this issue is within our expected rate. The risk assessment is adequate; the harm level and the occurrence rates are within an acceptable range. A formal investigation is not deemed necessary at this time.